Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that the patient could feel the device shocking them and this had been going on for a few months. They have been seeing the doctor. They had the device shut off for a month and did not get shocked during that time. They turned it back on a week ago and was getting shocked again. They did not have any falls or accidents they stated they had a gastrointestinal disorder and had gained weight and did not know if it stretched the wires. The patient sated their doctor had no idea why they were getting shocked. They checked the interference level but did not know how to check if it was in place. No further patient complications were reported as a result of this event.